Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: the investigation has shown that a cam of the screwdriver is indeed broken off. The review of the material and manufacturing documents has shown that the screwdriver was manufactured according to the specification. There are no evidences of a material or manufacturing fault. The findings indicate that the screwdriver has been exposed to mechanical overload. (B)(6).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, while tightening the locking cap, the tip of the screwdriver instrument broke off. The surgeon removed the broken fragment from the patient. Reportedly no instrument material was left in patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.